Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "t-wave oversensing with inappropriate therapy in remote monitoring." Indian pacing and electrophysiology journal. June 1;10(6):274-277.

Event description:
A journal article was reviewed that contained information regarding this device and lead. It was reported that the patient experienced inappropriate shocks due to t-wave oversensing. Device interrogation show that the episodes were "wrongly classified." The device was reprogrammed and no other 'events' were observed 12 months after the follow up visit. It appears the device and lead are still in use. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.